Manufacturer narrative:
Attempts to acquire the required pt info and the circumstances of the event are ongoing. Welch allyn will update this report when it has acquired this info. The reported problem of "intermittent ECG readings" was duplicated. During investigation, an intermittent connection between a preamp board connector and the ECG cable was found. The device was repaired, tested and found to perform in accordance with its specifications.

Event description:
The device exhibited "intermittent ECG readings".